Manufacturer narrative:
Batch review performed on 12-aug-2024: lot 2011079: (B)(4) items manufactured and released on 05-mar-2021. Expiration date: 2026-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2021. On (B)(6) 2023, the patient came in reporting pain, and the surgeon suspected that foreign bodies were present in the body. The surgeon operated on the patient and did not discover anything but decided to perform a washout and poly swap. On (B)(6) 2024, the patient came in reporting pain due to a tibial fracture and the cause is unknown. The surgeon revised successfully the tibia and poly.